Manufacturer narrative:
As reported, the patient had an optease retrievable inferior vena cava (ivc) filter implanted during the index procedure. Two days after implantation, the filter was noted to have migrated into the patient¿s right ventricle and an attempt to remove it was being performed at another facility. Multiple attempts to obtain additional information have been unsuccessful. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.   Without images or procedural films for review, the reported filter migration could not be confirmed and the exact cause could not be determined. Giving the limited information available at this time, clinical factor contributing to the migration could not be determined. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, the patient had an optease retrievable inferior vena cava (ivc) filter implanted during the index procedure. Two days after implantation, the filter was noted to have migrated into the patient¿s right ventricle and an attempt to remove it was being performed at another facility. Additional information has been requested.